Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic loss of weight operation, while cutting off the gastric parenchyma, the device had a poor staple formation and had an incomplete staple line distally. The staple was fixed by hand sewing it. They replaced a one new device to compete the case.